Event description:
Medical affairs was unable to get a hold of the patient and wil be sending a letter to obtain more clinical information. Patient called alleging that the meter does not power on. Patient was experiencing symptoms of feeling thirsty and having frequent urination. Several days later, patient was tested on another meter and obtained a 268 mg/dl. A medical professional treated patient with insulin. No information if patient tried to test on their meter prior to testing on the other meter. Batteries were in good condition and batteries were replaced and meter still does not power on. Patient suffered a serious injury; however, no information that meter contributed to the injury.